Manufacturer narrative:
No electrode lot numbers with expiration dates were provided.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for sodium electrode (na), potassium electrode (k), and chloride electrode (cl) on a cobas pro ise analytical unit. The initial na result was 160 mmol/l. The repeat result was 137 mmol/l. The initial cl result was 116 mmol/l. The repeat result was 103 mmol/l. The initial k result was 6.6 mmol/l. The repeat result was 4.4 mmol/l. The sample was repeated on a different instrument due to the critical k result. The repeat results were believed to be correct as the patient had no signs of hypernatremia.

Manufacturer narrative:
The customer stated qc was acceptable. No qc data was provided. The field service engineer (fse) did not determine a cause for the event. The fse checked pump pressures and vacuum functionality, performed sample probe washes, replaced the dilution cup at the customer's request, and replaced the vacuum nozzle. Ise checks, calibration, qc, and precision testing were all acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.